Event description:
It was reported that upon interrogation of the patient's generator the device was found at settings indicative of faulted diagnostic test. No patient adverse events were reported. No additional relevant information has been received to date.